Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. The customer reported they were unable to start the system for an emergency patient although the ups was running in battery mode. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the affected component did confirm a hardware failure, however, a root cause could not be determined. Siemens is unaware of any adverse events associated with this defect, nor does the defect represent a main system failure. The hardware components were exchanged and the communication error did not reoccur. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.